Manufacturer narrative:
The device has been returned and the investigation has determined the readings issue was not confirmed. All results were within the range specification and no errors were observed during control solution testing. However, during the investigation it was discovered the meter had exhibited the memory overwrite malfunction. Therefore, that aspect of the complaint is confirmed. Customers and retailers have been informed.

Event description:
Customer reported they were obtaining high readings on their locked freestyle flash meter. The customer obtained a reading of 24.9 compared to their hcp's meter reading of 8.3. It was discovered the customer's meter was reading in mg/dl instead of mmol/l. There was no report of death, serious injury or mistreatment associated with this event.